Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced high blood glucose, reaching 395 mg/dl, which remained out of range for approximately 4¿5 hours. The patient noted that they had forgotten to announce lunch earlier in the day and had changed their supplies that morning using steel cd infusion sets. Upon inspection, the cartridge connector was found to be slightly wet. The patient confirmed that they insert the cartridge into the ilet first before attaching the connector and that they fill all of the tubing during supply changes. Supplies were changed, and insulin delivery was resumed. Replacement contact detach supplies were arranged due to patient concern. The ilet provided alerts for high blood glucose. The patient was able to correct blood glucose without medical intervention, and no outside assistance was required. Symptoms reported included slight nausea and a mild headache. Cartridge lot number was prefilled and unavailable. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.